Manufacturer narrative:
The devices were not returned for evaluation; they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The 510k number is unknown as this is a custom defined product.

Event description:
It was reported that the patient line detached before the shut off valve of the vamp reservoir in two devices. For both cases there was blood loss of approximately 2-3ml. There was no patient consequence. The devices involved were discarded.